Event description:
The pt called tech support due to an "overfill alarm" received on (B)(6) 2011 and stated treatment data showed cycle 4 with a fill of 1830 ml and drain of 3990 ml. The cycler then filled with 1810 ml and the pt turned cycler off. A manual drain was performed but the volume was not recorded. Previous fills and drains were normal. The pt stated, "it is highly unlikely that overfill occurred" because she does not tolerate large volumes. Pt did not have pain or discomfort during large drain volume. The pt's nurse stated that he does not know the cause but the pt has big dogs who may have pulled on the drain line. The pt continued to use the same cycler. On (B)(6) 2011, the pt called the clinic to report slightly cloudy effluent and slight abdominal tenderness. Cultures, cell count, and gram stain were obtained. Vancomycin and fortaz were given. The pt was asked by a nurse "how she may contracted peritonitis and she maintains she doesn't know." The pt stated she did not have cycler problems just prior to the peritonitis and denied fluid leaks from cycler during treatments and the pt was not hospitalized.

Manufacturer narrative:
The alarm condition displayed by the cycler is an anticipated event given the fill and drain volumes presented in the complaint. Since the pt refused to return the cycler for evaluation, a product investigation could not be performed and any potential device malfunction could not be verified. As indicated in the clinical investigation, there was no info obtained to reasonably suggest that the peritonitis event was caused by use of the cycler. There is no contact between dialysis solution and cycler which would cause an infection. There was no report of a fluid leak and there were no reported cycler problems at the time of the peritonitis event. The pt stated that she did not know how she contracted peritonitis. She also stated that there were no problems with the cycler or disposables. The pt was not admitted to the hosp and did not complaint of pain or discomfort at the time of the large drain volume. Per nurse, the pt's large dogs may have pulled on drain line and the large drain volume could not be confirmed.